Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is combination product. Synergy ous mr 2.25 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage with stent struts bunched and lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-apr-2019. It was reported that crossing difficulties were encountered. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment of a very calcified and tortuous lesion. However, during procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient is doing well. However, returned device analysis revealed stent damage.